Manufacturer narrative:
(B)(4).

Event description:
It was reported, the asymptomatic patient presented in clinic for follow up when the was device was post sensed t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended. The patient was in good condition.